Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code 3372. The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume event was identified through an event history log review. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 22:46:14. During night drain cycle six, the patient's ultrafiltration reading was 937 ml, indicating the home patient drained 937 ml more than their maximum programmed fill volume of 1100 ml. No additional information is available.